Event description:
The pt was implanted with a left ventricular assist device. According to a device tracking form received, the pt's pump was exchanged approx 2 years post-implant. Additional info was provided stating that the pump was exchanged due to suspected flow obstruction.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The MFR is attempting to acquire the pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.